Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer had attempted delivering a bolus but was unable. The numbers kept ramping and the insulin pump had alarmed button error. The customer's blood glucose was 180 mg/dl. The customer was advised that the insulin pump needed to be changed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, cracked reservoir tube and a cracked case near the display window corners was noted during the visual inspection. All of the buttons functioned properly and no button error alarm was noted. However, moisture damage was noted on the keypad traces. No number ramping anomaly was noted on the display.